Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis nurse (pdrn) reported, a female patient with end stage renal disease (esrd) on peritoneal dialysis therapy had an outpatient appointment for a rectal exam and enema on (B)(6) 2016. The pdrn had performed an effluent culture with no growth, but with a white blood cell (wbc) count of 892 on (B)(6) 2016. The patient's wbc count was 11 and the pdrn indicated the patient had recovered following antibiotic use of vancomycin and ceftazidime via ip, dose unspecified. Pdrn indicated the peritonitis was nosocomial. The patient's signs and symptoms of peritonitis resolved.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.